Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 28x2.75-3mm, eccentric, de novo target lesion with a >45 degree bend was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 28 x 2.75 rebel bms stent was advanced for treatment, but failed to cross the lesion. During removal, it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.